Event description:
Device complication: none. Time of complication: post procedure & during hospitalization. Symptoms: low hematocrit - right thigh groin pain. It was reported that during post procedure the patient experienced an occluded cfa requiring a thrombectomy, and a c/b dissection requiring surgical repair. The next day, the patient experienced anemia requiring prbc x 7u transfusion. The patient experienced a right large hematoma causing right thigh groin repair requiring evacuation. All the conditions. Were treated and resolved. No additional information is available.